Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the balloon rupture occurred due to interaction with the artery causing damage to the outer surface of the balloon material; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right common iliac artery. A 7x40mm armada balloon was advanced to the lesion without resistance. The device was inflated once at nominal pressure when the balloon burst. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.